Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (Age at time of event): is the estimated age of the patient who was reported as being in his sixties. (Date of event): the facility reporter indicated the event occurred sometime the week prior from the date it was reported to the manufacturer representative. The date of (B)(6) 2011 is being used as the best estimate date. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the clip did not deploy and manual compression was applied to achieve hemostasis. Upon device removal, it was noticed that the sheath had not split completely and the wings were in the closed position. There was no adverse patient effect. Though requested, no additional information was provided.